Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that there was an alert for right ventricular (rv) lead pacing impedance out of range. It was noted that the impedance had been gradually rising over time. All other measurements checked out. The lead remains in use and they will watch for further changes. No patient complications have been reported as a result of this event.